Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump received with missing retainer ring. Unable to lock a sc1 cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case. No damage on the serial number and end cap address label noted. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed due to missing retainer ring. Cosmetic damage at label anomaly was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed experienced pump damaged. The event involved products mmt-1886. Troubleshooting was performed. The customer reported no adverse event. The customer dis-continue the use of the device. Mmt-1886 was returned for analysis.